Event description:
It was reported that the implant could not be attached to the inserter. Although the implant was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). Visual examination of implant assembly components do not display witness marks or identifiable wear. Returned implant assembly missing one of the two lock screws. Lock screws are available in prestige loaner instrument sets, in order to accommodate loss or damage. Functional evaluation of locking screws with mating upper and lower component locking screw threaded holes verify both screws fully engage without difficulty. Dimensional evaluation with go/no-go thread gages of both locking screws and threaded holes confirm conformance to print specification. The implant lock screw component was missing. After visual, functional and dimensional evaluation, the implant functions as intended with respect to the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.